Event description:
It was reported that the programmer's printer side port was not working. It would print half a page and then stop. Reloading the paper numerous times did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of the printer's side port not working, it printed with no issues however the printer drawer was replaced as a preventive. Analysis did note that the keyboard port on the media processing unit (mpu) was loose and the mpu was replaced, and that it tested out of specification on the electrocardiogram defibrillation recovery functional test and therefore the link electronic module board was replaced and calibrated, that it was missing its hinge plate screw and that the stylus was broken but functional, the hinge plate screw was replaced and the stylus was replaced and calibrated. Concomitant medical products: product ID 229047, software analyzer. (B)(4).